Event description:
Major pump unit(s) involved: blood pumpadditional text: inflow cannulaspecific component(s) involved: inflow valveadditional text: inflow cannula pushed against interventricular septum with little room for inflowother component:causative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): noneother intervention :implant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: blood pump.specific component(s) involved: inflow valve.